Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. Implant date noted is approximate. The eval is in process. A follow-up report will be submitted when the eval has been completed.

Event description:
The user reported that during multiple aggressive attempts to remove an ivc filter, the marker band came off of the catheter. It was reported the interior vena cava (ivc) filter had been in place for approximately 5 months, was tipped, and partially endothelialized. The filter was not removed. The marker band lodged in the pulmonary arterial system and was left in the pt. The physician reported he does not intend to remove the marker band. No harm or injury was reported.